Event description:
Response: a device from the same lot of the actual device involved in the incident was evaluated (both a visual examination and performance tests were performed). The results of the evaluation indicated that the device performed according to specifications (the alleged failure could not be duplicated). The likely cause of the reported device failure was user handling. Please reference the attached follow-up medwatch form. Response: a review of customer complaints indicates that similar reports have been received. The reports are currently under investigation, but the frequency is consistent with historical records. A review of current labeling clearly instructs the user to "check all parts of the infusion set regularly" and "always ensure the infusion set is properly attached to the adapter..."therefore, this report does not represent a change in product performance when examined against historical data and our labeling.

Event description:
Pt reported that several infusion sets broke, and they experienced elevated blood glucose levels as a result. No treatment was received as a result of this incident.